Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06109. It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming. X-rays taken confirmed the leads had migrated. The patient will follow-up with her physician to determine the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.